Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted one year ago and is not satisfied with his implant. It is hard to pump up and is disappointed in the rigidity. The device functions well with good positioning and good rigidity but it is a little difficult to pump. The physician suggested a revision with another ipp or switch to a malleable. Sales representative suggested the patient to speak with our patient liaison for troubleshooting before revising and will provide additional information as it becomes available.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted one year ago and is not satisfied with his implant. It is hard to pump up and is disappointed in the rigidity. The device functions well with good positioning and good rigidity but it is a little difficult to pump. The physician suggested a revision with another ipp or switch to a malleable. Sales representative suggested the patient to speak with our patient liaison for troubleshooting before revising and will provide additional information as it becomes available. It was further reported that the patient underwent a replacement procedure. The ipp was removed and a new tactra malleable prosthesis was implanted.